Event description:
It was reported the facility had a PICC line kink. It was stated, "resistance with flushing-had to retract-stretch skin to with draw blood. No harm to patient except two extra dressing changes secondary to trouble shooting flushing/blood return issues." 115.3kg. 15 inch arm. Vessel occupancy: 9%. Vessel depth: 2.5cm.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1667 showed no other similar product complaint(s) from this lot number.